Event description:
Reporter stated that user from facility reported that lower segments of display of station 3 of the unit are faded , making numbers difficult to read. She had already tried rubbing her thumb accross the display without improvement. When she tried it again at request of reporter, the numbers did darken. She still requested another unit, so this unit will be sent to product services for evaluation. No patients have been adversely effected since numbers were always readable.

Manufacturer narrative:
Evaluation: unit was received dirty and was tested as received. Unit passed all performance tests. The complaint could not be duplicated.